Event description:
As reported, approximately 6 years and 8 months post the initial left total knee arthroplasty, the patient was revised due to mechanical instability and particle disease associated with pet wear. The patient was experiencing constant pain. Reported pain in relation to the tibia radiating to the pre-tibial region. Feeling of instability without falling to the ground. Increasingly reports pain and instability. Physical examination noted a cold knee, intact skin, marked pain over the tibial component and lateral tibial plateau, medial laxity with ligamentous endpoint, and non-tense joint effusion. Radiographs demonstrated osteolysis of the medial tibial plateau and medial femoral condyle. CT findings noted cystic lesions involving both tibial plateaus and the tibial keel with evidence of polyethylene wear. Intraoperative findings include metallosis infiltration of quadriceps and patellar tendons, synovial hypertrophy with foreign-body granulomatous tissue, polyethylene debris within joint effusion, wear and partial fracture of the medial polyethylene insert, free polyethylene fragments, contained lateral femoral condyle defect (aori 2b), contained lateral tibial plateau defect (aori 2b), and mediolateral instability and positive anterior drawer test. The patient was revised with competitor prosthesis, tibial and femoral sleeves, and short uncemented tibial and femoral stems. Four intraoperative cultures were obtained; all negative.